Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. The customer's blood glucose level was not impacted. It was confirmed that the customer has an alternate method of insulin delivery available.